Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer changed their site and battery, but received a no delivery alarm on the insulin pump. Customer stated that it might be the site of the tubing. Customer's blood glucose level was 249 mg/dl. Customer was assisted in performing a 5.0u fixed prime. Customer stated that the insulin did not exit and pump alarmed no delivery. Customer was able to push insulin slowly through the tubing and the insulin exited the tubing. It was explained that the alarm may have been caused by a set/reservoir occlusion. Customer was advised to replace the set and reservoir as soon as possible. Customer stated that she will call her health care professional. No further assistance needed.